Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that towards the end of their test phase following an advanced evaluation they were unable to turn the stimulation up over 0.1. Before theatre she had shown damage to the end of the extension that connected into the twist lock cable. However, the test had been successful and they were booked to have the ipg implanted. When the healthcare provider opened up the pocket site was opened the connector between the tined lead and percutaneous extension was sited during the first procedure, it wasnt there. The connector had been pulled along the tunnel made for the percutaneous extension to the point where the tined lead had fractured and where it entered the connector. It looked like only 1 internal wire was attached with the outer casing having split to expose the internal wire. Whilst trying to remove the connector that wire broke.

Manufacturer narrative:
H3: analysis information -- (B)(6) 2021 11:45:29 cst pli#: 10, product ID#: 3889-28. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified conductor #0 was broken 28.0cm from the distal end. Wire insulation was broken at 29.5cm and 29.8cm from the distal end. All conductors were broken (overstress damaged) 35.2cm from distal end. Analysis information -- (B)(6) 2021 11:35:58 cst pli# 20, product ID#: neu_perc_extensionbelow is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all of the conductors were broken (overstress damage) at multiple location. 4.0cm from proximal end, and 2.5cm from distal end. Setscrew blocks #3 and #0 were twisted in the molded rubber. The conductor is protruding out from its insulation at setscrew block #2. Conductor #2 is making contact with setscrew block #3 continuation of d10: product ID neu_perc_extension lot#: unknown, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: neu_perc_extension, lot #: unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.